Event description:
It was reported during set-up of the device for a cardiopulmonary bypass procedure, when the cooler heater unit was powered on, the front panel indicators all illuminated and the unit seemed to keep recycling in the start-up mode. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) could only duplicate the problem once. Technical support suggested to measure the voltage cross the large capacitor and also to check the seating of the central processing unit (cpu) pc board.